Event description:
Distributor requested repair of an ambulatory infusion pump due to "failed 20ml accuracy test, +12.85%". No patient details were provided.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. Functional testing to detect for delivery accuracy found the pump to be delivering within specification. The customer's complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.